Manufacturer narrative:
The unit that is the subject of this malfunction report represents one of a small-batch (1 out of total 4 units) of unreleased, but production level base units. These units were modified to meet afsoc safe to fly requirements and advanced ems standards (iec 60601-1-12 and 60601-1-2 4th edition). They passed electrical safety tests according to iec60601-1 prior to testing for safe to fly compliance. In order to ensure that the units met the afsoc safe to fly requirements, these units were provided to afsoc for evaluation. Quality in flow's evaluation has confirmed that this failure mode is exclusive to the modified version of the device and could not occur on the cleared and marketed base units/systems in the field. Nonetheless, this MDR is being filed based on the "similar" prong of the malfunction reporting standard in 21 cfr part 803. This MDR is hereby being filed immediately with the opening of the production webtrader account. Even though the 3500a was ready to file within 30 days, technical difficulties opening the e-submitter account delayed the actual submission of this MDR.

Event description:
During user validation testing of the qif blood and fluid warmer base unit and compact disposable unit (cdu) by u.s. Air force afmesa, testers recorded a high IV fluid output temperature of 75°c (167°f) on one of the units. The output temperature was measured using a calibrated thermocouple. At the same time, the subject base unit displayed a "malfunction tout 74°c" notification in addition to a continuous sound alert. The testers suspected that the cdu was causing the high temperature problem and tested it with a different base unit and battery using the same parameters. The output temperature was normal at 38°c. The subject base unit was also tested with a different battery and cdu. For this last test, as soon as the base unit was turned on to start the run, the cdu housing began to melt and the testers stopped the test.